Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111. Advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
It was reported that the patient's blood glucose reached 55mg/dl while wearing the pod on her leg for between 24 and 36 hours. Despite drinking 3 juices and consuming several carbohydrates, her levels would not go above 80mg/dl and remained in the 60-70mg/dl range. The pod was suspended. The patient was taken to the emergency room and was treated with IV fluids (saline). No diagnosis was given and blood work was performed which did not show any issues. The patient had been active within the prior 24 hours.